Event description:
A pt reported experiencing inaccurate erratic results with an ot basic original meter. The pt's blood glucose results were 223mg/dl and obtained 3 results of 150mg/dl (in the reported issue notes it states 3 times reading of 150's). Tests were done 11-20 mins apart with a difference of 21%. Pt did not experience any adverse events. No further info has been reported.